Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). It was noted impedance logging was not enabled. Using the energy factors noted in the clinicians manual, current characterizations for burst programming based on usage of both the burst cycle and burst continuous programming modes, assuming 500 or (500-1000-ohm average) lead impedances, the estimated longevity range would have been 2.6 up to 2.9 years. When assuming a constant 1000-ohm lead impedance, the estimated longevity would be as low as 1.9 years. The total stimulation on time was 1042 days or 2.85 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Event date is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the ipg is inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced.